Event description:
The customer reported that the system would display a communication error message and would no produce fluoroscopic x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep reseated the fluoro functions and the generator interface printed circuit boards and adjusted the voltage of the power supply. The system was tested and found to be working as intended and put back in service.